Event description:
The user reported that during an angiogram procedure in the right superior femoral artery, the tip of the catheter separated when the physician was retracting the catheter back over the abdominal aortic arch. The tip remained on the guide wire. The physician accessed the right femoral artery and inserted a snare to retrieve the catheter tip. The catheter tip was successfully removed from the patient. No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.